Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to an pinched white wire at the connector. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing non-functional ECG messages.